Event description:
Patient experienced a fungal ulcer with use of renu with moistureloc multi-purpose solution. An isolate was obtained which was positive for fusarium. The patient was prescribed natamycin and zymar. Subsequently, the patient's condition resolved. The physician also reported that this patient was referred by another practitioner who first seen and diagnosed the patient with corneal ulcer.